Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a downstream occlusion seal issue. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of "downstream occlusion (dso) seal repair" was verified through visual and functional testing. The cause of the reported issue was a bubbled dso seal. Replaced the dso sensor, dso bezel, and dso seal. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.